Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4878 ml during cycle 3. This event meets the criteria for overfill.

Event description:
Product surveillance contacted the patient's dialysis nurse. The nurse could not recall if the patient had reported feeling overfull, or any unusual drain volumes. The nurse stated she would follow-up with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device and found no failure of malfunction that could have caused or contributed to the iipv. The assignable cause of the iipv was determined to be an insufficient drain - false empty detect at initial drain and at previous therapy last drain. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).